Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the surgeon attested that only (1) staple was in the ems instrument. Another instrument was used to complete the case. There was no consequence to the pt.